Event description:
Procedure type: ileal conduit construction. According to the reporter: a post leak occurred on a patient. The patient had to go back to for a reoperation for a leak after the original surgery on (B)(6) 2011. The surgeon performed drainage of an abcess, ileostomy. No additional information available at the time.

Manufacturer narrative:
(B)(4).